Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recu2532 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that during infusion edema was noted near the venous access. The infusion was suspended and the device was removed. It was noted that there was a catheter rupture at 7cm near the insertion site.